Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was implanted, it dislodged out of the annulus to the ascending aorta. The valve was snared into a more favorable position and a non-medtronic valve was implanted. The patient had tortuous anatomy at the sinus of valsalva which may have contributed the dislodge. No adverse patient effects were reported.